Manufacturer narrative:
Device in question fragment left in aneurysm. No intervention will be performed. Added implant date because device fragment was anchored in aneurysm.

Event description:
It was reported to boston scientific on 01/25/07 that "when advancing the coil into the aneurysm through the microcatheter, the coil stretched. Once he tried to remove the coil, it stretched and broke, leaving part of the coil in the pt's vertebral artery. There were no pt complications post procedure." This was an aneurysm coiling procedure of the basilar artery, completed with another device of the same type. The pt's condition was reported as "good outcome". Through follow up info rec'd 02/15/07, it was determined that the coil stretched and broke distal to the detachment zone. No intervention was performed because part of the coil was anchored in the aneurysm.